Event description:
It was reported to b. Braun medical inc. That an introcan safety 2 intravenous (IV) catheter (material 4242006-02, lot # 24e09g8271) was to be used during an unspecified procedure on (B)(6) 2024. According to the complainant, during preparation, the 20-gauge catheter was opened and an orange substance was observed inside the hub. The complaint device has not been made available to the manufacturer for evaluation.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) photos were submitted to the manufacturer for evaluation. Through visual examination of the photos, a discoloration in the catheter hub was observed. From previous investigations on a similar yellowish septum on introcan safety 2 multi products, the samples matched with a neo ballistol oil origin. Neo ballistol is applied on the cannula surface at ecm auto wiping machine to facilitate smooth cannula withdrawal process. The physical appearance and color of the substance on the septum matches with neo ballistol oil, which is yellow color as stated in the safety data sheet. Based on the investigation, the reported defect is confirmed. The process flow analysis indicated that yellowish septum could occur at the assembly catheter to cannula station. The septum drags the oil on the cannula when the gripper pushes the catheter hub onto the cannula hub. However, more data is needed; an engineering study will be performed to identify the root cause. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.